Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the coude catheter bend were not lining up with the guideline or dot and would not go in. It was also stated that the patient saved the ones that were lined correctly.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be "operator or machine error". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review is not required as the reported event is unlikely to be caused by the user. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the coude catheter bend were not lining up with the guideline/dot and would not go in. Also stated that the patient saved the ones that were lined correctly. Per additional information received on 27oct2021, customer stated that in a few catheters drain hole did not line up with the guide mark on the other hand. Stated that those catheters worked poorly or not at all. The returned products were not used.